Manufacturer narrative:
A getinge fse was sent to investigate. Fse states blood was found in unit. Service was not completed. Unit was not cleared for use. Three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided. If more information is received this complaint will be reopened.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had autofill failure.